Event description:
The manufacturer received information alleging an out of box failure of the evo display board. There was no harm or injury reported. The device was returned to the manufacturer's quality product investigation laboratory for evaluation. During the evaluation of the device, the display interface cable connector was found to be broken. The device's interface cable connector needs to be replaced to address the issue.